Manufacturer narrative:
(B)(4). One (1) mountaineer 2.4mm variable depth drill [produce code: (B)(4)] was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the drill¿s distal tip. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the distal tip of the drill breaking cannot be positively determined. However, the fracture analysis report reveals that the fracture is consistent with a torsional overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Drill bit tip broke off while drilling into pedicle during surgery. Removed broken tip and proceeded with surgery with no further complications. Product discarded by hospital